Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced additional surgeries, pain, infection and dyspareunia. The physician's office was contacted; information cannot be released without signed patient consent. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.